Event description:
Pt had grade 4 infection. Started moving rigors & fever following central line manipulation on 9/21/95. Admitted to e.r. The same day with sepsis. Central line was removed. Started on vanconycin & fortaz IV.